Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.

Manufacturer narrative:
This report is submitted on february 13, 2024.

Event description:
Per the clinic, the patient experienced swelling and an infection at the implant site. The patient was treated with oral antibiotics for the swelling, however, the issue did not resolve. The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.